Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6) is displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The captain thinks the device was probably dropped. No patient involvement.